Event description:
When removing the pressurewire x, wireless, it became lodged on a previous placed stent strut. Removing the device was attempted several times. On the last attempt, the wire was successfully removed from the artery, however the tip of the wire unraveled and remained stuck on the stent strut. Snaring was unsuccessful. Patient was due for a planned bypass surgery so it was decided that the tip will be removed during the scheduled surgery.